Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the component failure of the lens, including the lens being crooked, broken, and displaced. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid scope lens were crooked, broken and displaced. There was no patient involvement.